Event description:
It was reported by svc report that the retaining post tube had a top screw loose and the wheel assembly was excessively worn. No pt involvement or adverse consequences are reported.